Event description:
The customer's parent reported their daughter's blood glucose read "high" with the continuous glucose monitoring (cgm). Upon inspection they noticed the cannula had came out of the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.